Event description:
The pt was on the exam table in a raised position when he went into cardiac arrest. The staff tried to lower to a flat position but was unable to do so. The table base would not go down, the back section would not go further, and tilt would tilt back but not forward to the flat position. In order to do CPR, the staff pulled the pt toward the head rest.